Event description:
It has been reported that 3 mitek cufftacks failed in a rotator cuff repair. An MRI was done because of patient suffering from pain. The MRI revealed the cufftack failures and because of the pain the patient has been put on oxicontent (?). At this point there has been no remedial action taken, however, the surgeon fully expects to perform revisitation surgery at some time in the future. There has been no further information received over this issue.